Event description:
The pt underwent the chorionic villus sampling procedure and two transcervical passes were made. The pt experienced subchorionic hematoma, rupture of amniotic membranes and a spontaneous pregnancy loss at 11 weeks gestation.